Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics.

Event description:
Per the clinic, the patient experienced skin overgrowth around abutment site. Subsequently, the patient underwent revision surgery for four times (specific date not reported) to remove the excess skin. However, the issue has not been resolved. Additional information has been requested but has not been made available as of the date of this report.